Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "during a colonoscopy - md removed a flat lesion at the cecum using a hot snare and then he was going to place an endo clip in the area. Endo clip was locked into the area and deployed but never came off the end of the deployment device. Tech kept trying to open and close the handle to get the clip off - but it was not coming off. Md did not want to pull on the deployment device with fear of perforating the patient's colon. Eventually - after about 5 minutes - the clip disconnected from the end of the deployment device." Per the information available in the med sun report, there were no clinical consequences to the patient or user.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "during a colonoscopy - md removed a flat lesion at the cecum using a hot snare and then he was going to place an endo clip in the area. Endo clip was locked into the area and deployed but never came off the end of the deployment device. Tech kept trying to open and close the handle to get the clip off - but it was not coming off. Md did not want to pull on the deployment device with fear of perforating the patient's colon. Eventually - after about 5 minutes - the clip disconnected from the end of the deployment device." Per the information available in the med sun report, there were no clinical consequences to the patient or user. Report key ID: (B)(4).